Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient was implanted occipitally and he had the implantable neurostimulator (ins) removed because it was no longer giving him pain relief. The hcp didn't know when this stopped working for the patient, but the op note was dated early 2019.